Manufacturer narrative:
The device and lead remain in service. Technical services reviewed the available data and confirmed while all other lead measurements were normal and stable, the shock impedance values were variable. Lead fixation maturation was discussed, as well as delivering a 1.1 joule and a 41 joule shock to test the system, as no shocks had been delivered at implant. It was also discussed that the alert in the device could be increased to 150 ohms to avoid unwanted alerts while monitoring the lead measurements in the remote monitoring system. The field representative confirmed the physician did not plan to test the system with delivered shocks and would continue to monitor the shock impedance measurements in the remote monitoring system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited varying shock impedance measurements that were sometimes high and out-of-range. From day to day the measurements varied between 70-130 ohms. No adverse patient effects were reported.